Event description:
It was reported that prior to a device replacement procedure due to normal battery depletion, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. During the device replacement procedure, no anomalies were observed on the ra lead. The ra lead was used with the new device and no intervention was performed. The patient was in stable condition.